Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the loudspeaker was defective. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.

Manufacturer narrative:
UDI number added.